Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one week post implant of an implantable pulse generator (ipg) system, that high thresholds were noted on both the right atrial (ra) lead and the right ventricular (rv) leads. Dislodgement was suspected for both leads. Both leads were revised and moved to a new position. No patient complications have been reported as a result of this event.